Event description:
It was reported the customer experienced high blood glucose levels (approx 500 mg/dl) reportedly, there was multiple bubbles throughout tubing. Troubleshooting was performed and air bubbles were coming from the cartridge. Customer was able to change the cartridge and infusion set and successfully resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.